Event description:
Reporter stated that anesthesia staff in or department has collected 5 sets of tubing over the past two weeks in which tubing was noted to have leaked during prime of unknown solution. It was reported that there was no pt or staff injury.